Manufacturer narrative:
Supplemental report to reference related manufacturer report numbers.

Event description:
As reported by field clinical specialist, this was an off label aortic insufficiency (ai) case for patient with an lvad. The first 29mm sapien 3 ultra resilia valve deployed but landed low creating severe pvl. When delivering the second valve, the first valve embolized into the ventricle. The second valve stayed undeployed in the patient while the team used three snares to position the embolized valve into the lvot. The second valve was deployed to anchor the first valve, but unfortunately the valve was pulled towards the ventricle and pvl was still a major concern. A third valve was prepped and inserted. The team discussed whether to release the snared wires prior to deploying the third valve. One of the snared wires was released. The other two snares were left in place for deployment. The third valve was deployed with a good result, no pvl. One snared wire was recovered without issue. Despite many different attempts the last snared wire was unable to be retrieved at the time of the procedure. The wire was cut and retained in the patient behind a covered stent. The patient was alive at the end of the procedure. There was no central leak. There was no use error that led to any negative outcomes or patient injury. There was no device malfunction/difficulty using the device during case. Per updated information, all three valves were stacked together at the time of implant. They were attempted to be removed, along with the retained wire. It is speculated that due to the nature of the patient's lvad, the valves continued to be pulled towards the left ventricle. The level of pvl increased with each daily echo and the implanted valves had progressively continued to migrate towards the left ventricle. One week later, the pvl has progressed too severe. The patient was planned to be taken to the operating room for open heart surgery and explant of the edwards valves, retrieval of the retained wire, and repair of the aortic valve. At last report, the surgery was completed with all three valves were explanted along with the retained wire.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The device was used in off-label implantation in an aortic valve with aortic insufficiency. As there are no specific IFU or training materials related to valves with aortic stenosis procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) and valve malposition are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the lack of calcium in the annulus caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.